Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient who was receiving hydromorphone (unknown dosage/unknown concentration) via an implantable pump. It was reported that the patient had overdose symptoms and requested to temporarily stop the pump. Explained to the patient that only with a clinician programmer it was possible to temporarily stop the pump. It was advised to empty the pump reservoir. Additionally, if they immediately must stop the pump, they could consider using a pacemaker magnet to stop the pump. However, it was noted that if the pump was stopped for long than forty-eight hours, the pump can get permanently damaged.